Event description:
It was reported the patient¿s pump failed prematurely. This occurred about 1 year prior. The pump was used to infuse an unknown type of drug. No interventions, symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).